Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing.the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 128 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.